Event description:
Many different problems with this gamma camera: bad pdocpcb, detector problems, db corruption can't initiate gantry, head one down, gantry does not reach home position, unable to get pin hole collimator on/detector2 is off calibration, no c057 uniformity, camera is getting hung up, daily qc is not working, thyroid pinhole collimator issues with recognition, wrong collimator ID, cannot acquire pt info, the 2 day protocol is hanging at "wait" and will not acquire, cannot ping the local ip address from the acquisition station, communication error, cannot load medium collimators, multiple black screens, software to load to correct numerous issues, data order has been reversed, system locks up when running shutdown, pinhole collimators not recognized by camera,